Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately 5 threads down from the base of the bone screw neck. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Some fracture surface smearing is noted. Microscopic examination of the fracture surface identified a fairly flat fracture surface with a ratchet mark near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major and minor diameters of the bone screw confirm relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a spondylodesis procedure due to instability at l4/5. Post-op, implanted pedicle screw broke and broken pedicle screw remained in the patient. Product came in the contact with the patient. Back pain got worse after screw broke. Patient did not achieve solid fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.